Event description:
A pt was enrolled in the study in 2007 with 2-vessel disease. The main indication for the intervention was unstable angina pectoris. The first lesion was in the left main. It was type a, native, de novo, smooth, readily accessible and concentric. The lesion had a reference vessel diameter of 3mm and a lesion length of 10mm. Pre-procedure diameter stenosis was 80%. A 2.5x28mm cypher select plus stent was electively implanted at 18 atm with satisfactory results. The stent was post-dilated with a 3.0x15mm balloon at 26 atm as there was insufficient flow. Post-procedure diameter stenosis was 0%. The second lesion was in the proximal left anterior descending branch. It was type b1, native, de novo, smooth, readily accessible and concentric. The lesion had a reference vessel diameter of 2mm and a lesion length of 20mm. Pre-procedure diameter stenosis was 90%. A 2.5x28mm cypher select plus stent was implanted. Post-procedure diameter stenosis was 0%. The pt's pre-procedure medications included: aspirin, clopidogrel, statins, and beta-blockers. The pt's intra procedure medications included: aspirin, clopidogrel, and heparin. The pt's post-procedure medications included: aspirin, clopidogrel, statins, and beta-blockers.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.